Event description:
It was reported that the centrifugal control unit (ccu) went blank and stopped functioning. About a minute later, it turned back on. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated blocks: b5, d9, h3 and h6. The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the centrifugal control unit (ccu) and the drive motor. The unit operated to the manufacturer's specifications.

Event description:
Additional information was received that the issue occurred during use of the device for cardiopulmonary bypass (cpb). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was approximately a 15 minute delay. There was no blood loss, nor adverse consequences to the patient.